Event description:
It was reported that on (B)(6) 2023, the leakage occurred due to the catheter was dislodged in the catheter connector. It was further reported that implanted date is being confirming. There was no reported patient injury. Additional information on 5/2/2023: catheter was inserted on (B)(6) and the incident occurred on (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from the connector of a groshong connector is confirmed. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the catheter was returned separated from the nxt two-piece connector. The distal piece of the groshong connector was bisected longitudinally to further assess the state of the device. A microscopic observation of the longitudinally bisected distal piece of the groshong connector revealed the compression sleeve inside the device to be advanced without any remaining fragment of catheter inside the advanced compression sleeve. Advancement of the compression sleeve without any remaining catheter inside the groshong connector is indicative of the catheter not being fully inserted into the connector during assembly of the device. The complaint of a leaking catheter at the junction of the catheter and the groshong connector is confirmed. Ensuring the groshong catheter is fully inserted into the two-piece connector during assembly as indicated in the IFU will help reduce these types of failures. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that on (B)(6)2023, the leakage occurred due to the catheter was dislodged in the catheter connector. It was further reported that implanted date is being confirming. There was no reported patient injury. Additional information 5/2/2023: catheter was inserted on (B)(6)2023 and the incident occurred on (B)(6)2023.